Event description:
A surgeon reported that a pt developed severe capsular haze approximately 2 years following implantation of an intraocular lens (iol). Patient's current visual acuity is count finger (cf). The surgeon stated that other factors such as a detached retina, ongoing cytomegalovirus infection and gancicylovir treatment may have caused an inflammatory response. The pt is currently being treated with topical corticosteroids.